Event description:
It was reported that the patient died approximately seven months after a device and lead implant. The cause of death was requested and not received. Based on follow-up received, approximately two months prior to the patient's death, the patient had been seen for a device check and it revealed the patient had one nonsustained ventricular tachycardia and one shock for ventricular fibrillation. It was noted in the hospital medical records that the patient was discharged approximately one month prior to the patient's death with instructions to follow-up with the patient's physician for a status post check relating to a right pleural effusion. The physician's office had no information regarding the patient since the last office visit and was only aware of the patient's death and no further information provided.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). No anomalies found. (B)(4) no anomalies found, outer insulation depression. Proximal segment returned and analyzed.

Event description:
It was reported that the patient died approximately seven months after a device and lead implant. The cause of death was requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available. Evaluation summary: (B)(4). No anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned and analyzed. No anomalies were found. (B)(4) the proximal segment of the lead was returned and analyzed. No anomalies were found. It was noted there was outer insulation depression and visual analysis performed only.